Manufacturer narrative:
The cause of the discordant, falsely low ipth results on four patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely low intact parathyroid hormone (ipth) results were obtained on four patient samples on an immulite 2000 xpi instrument while using reagent lot 320. The customer stated that the discordant results were not reported to the physician(s) as the results did not match the previous results obtained on an alternate platform a year ago. The customer did not repeat the patient samples. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth results.

Manufacturer narrative:
The initial MDR 2432235-2016-00342 was filed on june 27, 2016. Additional information (11/17/2016): siemens healthcare diagnostics is conducting a recall for the immulite® 2000/immulite® 2000 xpi intact pth (intact parathyroid hormone) (ipth) assay kit lot 320. Siemens has confirmed that immulite® 2000/immulite® 2000xpi intact pth kit lot 320 can exhibit an average negative bias of up to -39% at ipth concentrations <20 pg/ml with serum and edta patient samples vs. A reference kit lot. An urgent field safety notice (ufsn) imc 16-27.a.ous was sent to ous customers and an urgent medical device recall (umdr) imc16-27.a.us was sent to us customers in november 2016. The ufsn and umdr informs the customers to discontinue use of and discard the affected kit lot. Siemens recommends transitioning to immulite 2000/immulite2000 xpi ipth kit lots 321 and above. Immulite/immulite 1000 ipth is not affected. Siemens is currently investigating the root cause of this issue.